Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that, during a procedure, the defibrillator had an anomalous behavior and it seems that it did not discharge. The customer reports that there is a problem with contacts between plates, plate cable, and defibrillator. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
Remote support from the customer care solution center was received. Available details indicate that the device during a procedure had an abnormal behavior, and that it did not discharge. The customer reports that there is a problem of contacts between plates, cable plates and defibrillator. Multiple attempts have been made to obtain additional information regarding the patient outcome but were unsuccessful. Although no harm was reported by the user, the delay in treatment caused by the reported device the event will be considered a failure to shock event and adverse event because live-saving therapy/treatment has been interrupted and or delayed and likely led to a deterioration in the state of the health of the patient. Based on the information from the source case a heart start hands-free cable and patient conn assy were ordered to resolve the issue. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the heart start hands-free cable and patient conn assy. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The remote service engineer (rse) provided an order for heart start hands-free cable and patient conn assy. However, we are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened for reassessment. H3 other text : remote support from the customer care solution center was received.

Manufacturer narrative:
Correction: this report is based on information provided by the local customer support team and has been investigated by the philips complaint handling team. Remote support from the customer care solution center was received. Based on the information from the source case a heart start hands-free cable and patient connector assembly were ordered to resolve the issue. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the heart start hands-free cable and patient connector assembly. The reported problem was confirmed. The rse provided an order for heart start hands-free cable and patient connector assembly. However, we are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened for reassessment.

Event description:
Correction: philips received a complaint on the mrx device indicating that the device did not discharge during patient use. The device was in use at the time of the event. Available details indicate that the device during a procedure had an abnormal behavior, and that it did not discharge. The customer reports that there is a problem of contacts between plates, cable plates and defibrillator. Multiple attempts have been made to obtain additional information regarding the patient outcome but were unsuccessful. Although no harm was reported by the user, the delay in treatment caused by the reported device the event will be considered a failure to shock event and adverse event because live-saving therapy/treatment has been interrupted and or delayed and likely led to a deterioration in the state of the health of the patient.